Manufacturer narrative:
Concomitant medical product: product ID: addrl1 ipg implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed possible loss of capture on the atrial lead. The atrial lead remains in use. No patient complications have been reported as a result of this event.